Event description:
On (B)(6) 2017 the reporter (mother) contacted lifescan (lfs) alleging that the patient¿s (son) onetouch verio iq meter was reading inaccurately high compared to his feelings and/or usual results. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged issue began on (B)(6) 2016 when she received a call from her son¿s school saying that ¿he was feeling low and his meter is not reading low¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The reporter collected the patient from school and he was sleepy on the way home, then really hungry so she gave him some food. The reporter stated that she obtained a blood glucose reading of 88mg/dl then within 20 minutes the patient became ¿combative and disorientated¿. The reporter called the emergency services (ems) as the patient ¿wouldn't eat or drink anything and his eyes were rolling in the back of his head¿. The ems testing the patient¿s blood glucose using an ems meter with a result of 21mg/dl compared to a reading of ¿100 something¿ using the subject device. The ems stayed for almost 45 minutes until the patient felt better. The patient usually manages his diabetes using an insulin pump and did not state if any changes had been made to his usual diabetes management routine in response to the alleged issue. At the time of troubleshooting, the csr confirmed that the meter was set with the correct unit of measure and the test strips being used had been stored correctly and within expiry. The csr noted that the patient did not have any control solution test. The subject device was requested back for investigation and replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.